Event description:
During device preparation for af procedure, it was noted that the catheter is not recognized by the tactisys, and there is no error message. The catheter was exchanged which resolved the issue. There were no patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.